Event description:
A patient (venous) sample was tested, using the suspect device, with a result of 67 mg/dl.less than 30 minutes later, a lab value, reportedly derived from the same patient sample, measured 98 mg/dl. Reporter indicated that quality control testing had been performed on the suspect device, and the results fell within the acceptable range; however, reporter noted that 2 proficiency tests (performed 3 months apart), on the suspect device, had failed. According to reporter, patient was not treated based on results obtained while using the suspect device. Technical support requested the return of the suspect device and replacement product was shipped.